Manufacturer narrative:
The cartridge was not returned for evaluation and a lot number was not provided. Without a lot number, a review of the device history record (DHR) could not be performed. Biocompatibility has been established. There is no information to indicate that a malfunction occurred. The nxstage system one user guide includes allergic or adverse reactions and platelet decrease as potential risks associated with dialysis treatments and the instructions for use include warnings to observe the patient and monitor physical status for potential complications.

Event description:
A report was received on (B)(6) 2018 from the distributor, regarding a (B)(6) -year old male patient who experienced hypotension, desaturation (nos) and low platelets on (B)(6) 2018 while treating with nxstage products and therapy. No medical intervention was required and the patient recovered without sequelae. The patient changed to a different nxstage cartridge and a dialyzer from another manufacturer on (B)(6) 2018.